Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the mildly tortuous common iliac artery. The 7.0mmx20mmx80cm armada 35 balloon dilatation catheter (bdc) was unpacked without issue, and no resistance was noted during removal of the protective sheath. The armada 35 bdc was soaked and prepped prior to use without any issue or leak noted, and was successfully advanced to the target lesion without resistance. However, during the first inflation the bdc balloon ruptured at 8 atmospheres (atm) and the bdc was removed without resistance. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott bdc and a non-abbott stent implant were used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.